Event description:
It was reported that the power module would alarm when powered on. The alarms were unable to be reset. There was no patient involved with this event.

Manufacturer narrative:
There was no patient involved in this event. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a: correction. Patient gender and weight previously reported is not applicable. There was no patient involved with this event. Section d6a: correction. Date of implant previously reported in not applicable. Manufacturer's investigation conclusion: the reported event of an alarm on the power module when powered on was not confirmed. (B)(6) was evaluated by the service depot. The unit came in with a missing battery cover, battery, and foot, and a battery clip that was missing half the portion of the clip. A test battery and test clip were connected to the unit to continue with testing. The power module ran for several days without any issues and functioned as intended. The battery door, battery, clip, and rubber feet were replaced. Preventive maintenance was performed and the unit was returned to the customer site. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.